Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the handswitch button was active at start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the control room handswitch was stuck and not fully released. To resolve the issue fse removed and replaced handswitch. The defective part was sent for analysis, for handswitch no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's handswitch button in the control room was activate at start up, preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.